Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that some nurses are having repeating issues with the kagaroo epump feeding sets not priming and pulling in air. They stated that they are getting long air bubbles after the black rotor on the kangaroo pump. There has been no patient harm.